Manufacturer narrative:
Preliminary findings from the returned product showed a broken shaft at 17.5 cm from the strain relief section of the catheter; however, the failure analysis report is not complete. Additional info will be sent within 30 days upon receipt.

Event description:
Report received indicated the bx sonic stent delivery system shaft broke during use. Percutaneous transluminal coronary angioplasty was being performed to the left anterior descending artery. It was indicated that the hypotube was "fractured" inside the guiding catheter. There were no adverse effects to the pt and a new bare metal stent system was used for the procedure. No other pt, vessel-lesion or procedural info was provided.